Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin irritation and redness under the headpiece. The doctor recommended a period of device non-use and topical antibiotics (type unknown).

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed bacitracin to facilitate healing. External equipment was exchanged. The recipient's issues have resolved and resumed device use. The recipient's issues were believed to be related to use of a bicycle helmet putting pressure on the headpiece site. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.